Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding"), discomfort ("discomfort"), menorrhagia ("excessive and prolonged bleeding as part as regular cycle"), dysmenorrhoea ("pain as part as regular cycle"), menstrual discomfort ("discomfort as part as regular cycle"), alopecia ("hair loss") and food intolerance ("issues consuming some food types"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, discomfort, menorrhagia, dysmenorrhoea, menstrual discomfort, alopecia and food intolerance outcome was unknown. The reporter considered alopecia, discomfort, dysmenorrhoea, food intolerance, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding"), discomfort ("discomfort"), menorrhagia ("excessive and prolonged bleeding as part as regular cycle"), dysmenorrhoea ("pain as part as regular cycle"), menstrual discomfort ("discomfort as part as regular cycle"), alopecia ("hair loss") and food intolerance ("issues consuming some food types"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, discomfort, menorrhagia, dysmenorrhoea, menstrual discomfort, alopecia and food intolerance outcome was unknown. The reporter considered alopecia, discomfort, dysmenorrhoea, food intolerance, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: essure insertion date and lot number provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / loclaised pain') in an adult female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and multiple cesarean sections. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding / heavy/abnormal bleeding"), menorrhagia ("excessive and prolonged bleeding as part as regular cycle"), dysmenorrhoea ("pain as part as regular cycle"), menstrual discomfort ("discomfort as part as regular cycle"), discomfort ("discomfort"), alopecia ("hair loss") and food intolerance ("issues consuming some food types"). The patient was treated with levonorgestrel (mirena) and surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort, alopecia and food intolerance outcome was unknown. The reporter considered alopecia, discomfort, dysmenorrhoea, food intolerance, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. The reporter commented: insertion details: 7 coils on right and 7 coils on left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory placement of both essure sterilization devices and no tubal filling or peritoneal spill present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: events "pelvic pain female", "hair loss" and "genital bleeding" outcome updated; events descriptions updated we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding"), discomfort ("discomfort"), menorrhagia ("excessive and prolonged bleeding as part as regular cycle"), dysmenorrhoea ("pain as part as regular cycle"), menstrual discomfort ("discomfort as part as regular cycle"), alopecia ("hair loss") and food intolerance ("issues consuming some food types"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, discomfort, menorrhagia, dysmenorrhoea, menstrual discomfort, alopecia and food intolerance outcome was unknown. The reporter considered alopecia, discomfort, dysmenorrhoea, food intolerance, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 28-year-old female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper on (B)(6) 2007, iliac fossa pain on (B)(6) 2007, parity 2 and multiple cesarean sections. Concurrent conditions included psychotic depression since (B)(6) 2007. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding / heavy/abnormal bleeding"), menorrhagia ("excessive and prolonged bleeding as part as regular cycle"), dysmenorrhoea ("pain as part as regular cycle"), menstrual discomfort ("discomfort as part as regular cycle"), discomfort ("discomfort"), alopecia ("hair loss") and food intolerance ("issues consuming some food types"). The patient was treated with levonorgestrel (mirena) and surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort, alopecia and food intolerance outcome was unknown. The reporter considered alopecia, discomfort, dysmenorrhoea, food intolerance, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. The reporter commented: insertion details: 7 coils on right and 7 coils on left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory placement of both essure sterilization devices and no tubal filling or peritoneal spill present. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: the followinformation were updated new hcp reporter´s, lab data we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding"), menorrhagia ("excessive and prolonged bleeding as part as regular cycle"), dysmenorrhoea ("pain as part as regular cycle"), menstrual discomfort ("discomfort as part as regular cycle"), discomfort ("discomfort"), alopecia ("hair loss") and food intolerance ("issues consuming some food types"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort, alopecia and food intolerance outcome was unknown. The reporter considered alopecia, discomfort, dysmenorrhoea, food intolerance, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and cesarean section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and prolonged bleeding"), menorrhagia ("excessive and prolonged bleeding as part as regular cycle"), dysmenorrhoea ("pain as part as regular cycle"), menstrual discomfort ("discomfort as part as regular cycle"), discomfort ("discomfort"), alopecia ("hair loss") and food intolerance ("issues consuming some food types"). The patient was treated with levonorgestrel (mirena) and surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort, alopecia and food intolerance outcome was unknown. The reporter considered alopecia, discomfort, dysmenorrhoea, food intolerance, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. The reporter commented: insertion details: 7 coils on right and 7 coils on left side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory placement of both essure sterilization devices and no tubal filling or peritoneal spill present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received. Case is now medically confirmed. Reporters, medical history, lab data and treatment drug added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.